Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (b)(46 2016, the reporter stated the pump had a grinding noise and was straining to deliver insulin which resulted in the patient to experience a blood glucose (bg) measurement in the range of 500mg/dl-540mg/dl with symptoms of nausea, dehydration, sleepiness, excessive urination and abdominal pain. There was no indication that the patient required medical intervention. There were reportedly no issues with the infusion set or the cartridges. The user reportedly believed the motor was straining to deliver the insulin as programmed even though the pump indicated it was delivering. This complaint is being reported as the patient experienced hyperglycemia due to alleged motor issue with the device.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: multiple rewind, load cartridge and prime steps were successfully performed on the pump; no ¿grinding¿ noises were duplicated. No motor alarms were observed in the pump history. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or errors, alarms or warnings occurred during investigation. The pump cover was removed; there were no loose components observed inside the pump. No damage was found to the printed circuit board. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.